Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found difficulty with the sc connector led to explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant component includes: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal at 967 mcg/day via an implantable pump by flex dosing for intractable and other spasticity. On (B)(6) 2017, it was reported that the patient was not getting any relief from the pump over the previous year. No environmental/external/patient factor that may have led or contributed to the issue were reported. The patient's hcp reportedly kept increasing the dose but the patient never got relief. A catheter examination and dye study were scheduled. The hcp was unable to aspirate during the dye study. An entire system replacement surgery occurred on (B)(6) 2017. When the pump pocket was opened, significant amounts of fluid were discovered. The sutureless connector on the patient's catheter also would not come off. The white cap came off, but the metal connector remained on the pump. According to the hcp, the spinal segment of the catheter was also not anchored well as the tip of the catheter was near the spinal incision area. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". The pump and catheter were fully removed and replaced and would be returned to the manufacturer for analysis. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the type of fluid that was in the pump pocket was undetermined. It was confirmed that the catheter had migrated because it appeared that the catheter had not been anchored well. The anchor appeared to have been deployed superficially. The cause of the inability to aspirate the catheter was undetermined, but the patient's hcp thought that maybe it was plugged at the catheter connection somehow. It was reported again that the patient was utilizing flex dosing of 967 mcg/day prior to the replacement. The hcp reduced it to 300 mcg/day. The patient had some weakness and bladder retention. The dose was lowered again to 200 mcg/day on the night of (B)(6) 2017. The patient was doing well at the dose at the time of the report. The patient was resting comfortably. It was confirmed that there were no symptoms of overdose. No further complications were reported. The patient¿s medical history included spastic hemiplegia. The pump and catheter were returned to the manufacturer on august 29, 2017 for analysis.